Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 29 previously reported events are included in this follow-up record. Product return status 29 devices were received. Event confirmation status 29 reported events were confirmed. Evaluation results 3 devices were found to be affected by a corroded trigger assembly. 26 devices were found to be affected by a damaged trigger assembly.

Event description:
This report summarizes <noe> 29 </noe> malfunction events in which the device had run-on. 28 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 29 events were reported for this quarter. Product return status: 14 devices were received. 15 device investigation type has not yet been determined. Event confirmation status: 14 reported events were confirmed. Evaluation results: 3 devices were found to be affected by internal corrosion. 11 devices were found to be affected by mechanical damage. Additional information: 29 devices were not labeled for single-use. 29 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 29 </noe> malfunction events in which the device had run-on. 28 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient.